Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account it was reported that the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), would not be returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists multiple adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent heart transplantation on (B)(6) 2022. Due to patient privacy laws the managing hospital would not communicate patient outcome information. Based on a review of available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome.